Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was inspected and foreign material was found in on the infusion cannula. Lab analysis confirmed the foreign material to be a close match to salt. The root cause of the foreign material could not be conclusively determined. Manufacturing and assembly process of the infusion cannula does not involve usage of salts. The salt is likely a left-over post priming of the cassette. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure occurred and the infusion needle was clogged and flow was poor and priming error occurred during set up for surgery. The procedure type was unknown. The surgery was performed and completed after replacing the product with another one. There was no impact on patient.